Manufacturer narrative:
Lead model 3889-28 lot# v048745 implanted: (B)(6) 2008 explanted:; programmer model 3037 serial# (B)(4).

Event description:
The patient was admitted to the hospital. It was unknown if the hospitalization was device related. Additional information has been requested.